Manufacturer narrative:
The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's parent reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose level was 261 mg/dl at the time of the incident. The customer stated that the insulin pump alarm was cleared before but had failed a self test. Troubleshooting was provided for the insulin pump error alarm. The customer reported that the insulin pump did not pass the self test again. The insulin pump will returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin trace at on the keypad assembly.